Event description:
In 2002, tee demonstrated the mitral valve dehiscence. According to the operative report, no evidence of active infection was noted within the chest cavity or left atrium. The valve appeared clean and paravalvular leak was noted in the posterior annular region where 2-3 sutures dehisced and the majority of the sutures were intact. The dehisced sutures and pledgets were removed and bovine pericardium was sewn through the sewing cuff of the mitral valve and then into "good" tissue of the left atrium. Tee showed a small amount of mitral regurgitation "as expected with a st. Jude valve." This was the replacement device that was explanted due to prosthetic valve bacterial endocarditis (mrsa). According to the patient device tracking databse, this patient expired 2 weeks later. No additional information was received, including the patient's cause of death. Related mdrs 2648612-200300066.